Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a hardware error displayed on the receiver on (B)(6) 2015. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of a hardware error was not confirmed.